Manufacturer narrative:
(B)(4). Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported via "daily mail" news article that they had botox® and 0.4 ml of unknown dermal filler in injected in the top lips and cheeks. They experienced a "vascular occlusion" in the upper lip. The filler was dissovled with hyaluronidase and patient was sent home. Three days later, patient noticed the blood flow still wasn't right and returned needing more hyaluronidase but then patient had an "anaphylactic reaction," deemed not related to the device but to the hyaluronidase. Patient was treated with an epipen and was rushed to the hospital. Patient was also treated with antihistamines. Patient was hospitalized overnight. The event has resolved.